Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. After inspecting the unit, the fse found that the display connector was loose. After reconnecting the cable the display worked to manufacturer specifications. The iabp unit passed all functional and safety tests per factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the display screen on the cs300 intra-aortic balloon pump (iabp) had a scrambled image. In addition, the display was flickering. It is unknown under which circumstance this event occurred; however, there was no patient involvement and no adverse event was reported.